Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon fired the device and at the end of firing the renal vein was bleeding, so he grabbed the vein his with hands and stopped the bleeding. He thought reload could have been loose in the device. It looked like device cut but did not staple. A white reload was being used. The amount of blood loss is unknown; however there was no blood transfusion required for the patient. The patient is doing well. There was a new student tech in the room and it is unknown if the device was loaded properly. After the case, they fired the device on a blue towel and the device cut and stapled.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Ees field quality engineer comments: based on the description of events and trial on a towel. It is my opinion that the device was long loaded. When a device is long loaded there is nothing securing the staple cartridge except the tissue compression. If the tissue being fired on is not very thick, the knife advances and the wedge bands just push the cartridge forward within the channel. In this case, if the vein was placed proximally in the jaws and not thick enough to produce enough friction to hold the improperly loaded cartridge in placed, as the device is being fired the wedge bands just push the cartridge forward not deploying staples while still cutting. The analysis results found that the ats45 device was received in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.